Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during prostatectomy robotic laparoscopic procedure, at the time of vesicourethral anastomosis, the instrument large needle driver (lnd) was not be able to be recognised by the sterilie interface module (sim) from the system twice. There was no injury to the patient.

Manufacturer narrative:
H2) correction: d1; additional information: d4 (UDI #), h4 h3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported sterile interface module. The sterile interface module sample was not made available for this incident. Two images were received for evaluation. One image depicted a large needle driver connected to a sterile interface module (sim) attached to an arm cart assembly. The arm cart assembly display showed a message stating, "no instrument connected". One image also showed another view of the message one the arm cart assembly display. Evaluation of the logs indicated that a large needle driver was connected to the sterile interface module (sim) and attached to arm cart assembly 4. During the exchange to the large needle driver, there was an occurrence of an error code for 'no attached instrument - motion limited', before the time when the reported instrument was recognized. This indicates an instrument connectivity issue which can lead to an instrument recognition failure. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to instrument and sim connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the time of vesicourethral anastomosis, the large needle driver was not be able to be recognized by the sterile interface module from the system twice. There was no injury to the patient.